Manufacturer narrative:
PMA/510(k) #: preamendment. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported that a patient required a liver access and biopsy set for a transjugular liver biopsy procedure. During the procedure, the proximal hub separated from the body of the catheter due to "manipulation" of the device. No portion of the device remained inside the patient's body. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence. Additional information regarding the event and patient outcome has been requested but is currently unavailable.

Event description:
No additional information regarding patient and/or event details has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged or unavailable. Investigation ¿ evaluation. (B)(6) hospital informed cook on 04apr2022 of an issue with a liver access and biopsy set (rpn: labs-100-j, lot: 10339909). The customer stated the proximal hub of the 5fr straight catheter was disengaged from the body due to manipulation (catheter rotation) during the procedure. A replacement set was used to complete the procedure successfully. Reviews of the documentation, including the complaint history, device history record, instructions for use (IFU), manufacturing instructions and quality control procedures of the device, were conducted during the investigation. The complaint device was not returned for evaluation; therefore, no physical examinations could be conducted. However, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record (DHR) for lot 10339909 found no nonconformances that could have contributed to the reported failure mode. It should be noted that there were no other complaints associated with the final product lot number. Cook also reviewed product labeling. The product IFU, [t_labs_rev6] ¿liver access and biopsy set,¿ provides the following information to the user related to the reported failure mode: instructions for use. Utilizing standard access techniques, introduce an appropriate .035 inch wire guide into the inferior vena cava via jugular vein access. Using a selective catheter and wire guide of choice, catheterize the right hepatic vein or an appropriate alternative hepatic vein branch. Leave the wire in a safe, distal position, and remove the catheter. Caution: to prevent cardiac arrhythmias, continuous cardiac monitoring is recommended while negotiating past the right atrium. Introduce and advance the transjugular introducer sheath and stiffening cannula over the wire guide into the selected hepatic vein. When introducing these components as a preassembled set, the included straight catheter may be used to facilitate introduction. Once the set is positioned within the hepatic vein, the straight catheter should be removed. Note: care should be taken to prevent damage to the straight catheter during removal through the metal stiffening cannula. Leaving a wire guide through the straight catheter during removal may aid in preventing catheter damage. How supplied. Supplied sterilized by ethylene oxide gas in peel-open packages. Intended for one-time use. Sterile if package is unopened or undamaged. Do not use the product if there is doubt as to whether the product is sterile. Store in a dark, dry, cool place. Avoid extended exposure to light. Upon removal from package, inspect the product to ensure no damage has occurred.¿ upon review of the dmr and DHR, there is no indication the complaint device was manufactured out of specification. There is no evidence of nonconforming material in house or in the field. Based on the information provided, no returned product, and the results of our investigation, it was concluded that an adverse event related to the procedure contributed to the event. The customer stated the proximal hub of the 5fr straight catheter was disengaged from the body due manipulation (catheter rotation) in the procedure. The appropriate personnel have been notified. Per the risk assessment no further action is required. We will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information was received on 03may2022 clarifying that "manipulation" meant "rotate the catheter" while engaging the catheter into the hepatic vein. No tortuous patient anatomy present. The procedure was successfully completed by using another similar device.